Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 425cc saline breast prostheses. Right breast prosthesis deflation was diagnosed by examination. As a result, the patient is scheduled for explantation on (B)(6) 2018.

Manufacturer narrative:
On 6/27/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor became aware that the suspect medical device's lot number was 210246 and that the correct date of event was (B)(6) 2018. Also, the correct date of explantation was (B)(6) 2018. Mentor also became aware that the patient underwent bilateral removal and replacement with (right) mentor smooth round moderate profile 525cc saline catalog: 3501685, lot: 7580678, sn: (B)(4) and (left) mentor smooth round moderate profile 525cc saline catalog: 3501685, lot: 7580678, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/27/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. Device investigation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation discovered an area of missing material measuring approximately 1.1 cm x 1.4 cm at the posterior aspect. Microscopic examination of the edges of the missing material gave no indications as to cause. Also was noticed a crease on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 210246 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).